Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is having a "sample not drawn in" issue. Four days later, this medical affairs specialist contacted the patient to clarify information obtained during the initial call. The patient sometimes only tests his blood glucose when he is not feeling "right." On occasions, he would test at least once per day. The patient takes metformin and lantus to control his diabetes. One month prior, the patient allegedly was not able to obtain a blood glucose reading in the morning due to the "sample not drawn in" issue. Reportedly, due to the state of the economy, the patient was feeling anxious about "everything" that has been going on in his life and had not eaten as he would normally eat on the day of concern. The patient felt fine during the day. However, after dinner, at 8pm, the patient felt dizzy and attempted to test several times with the subject meter but could obtain a blood glucose reading. After the patient went to bed, the patient woke up at 3am and allegedly was feeling hypoglycemic symptoms, "daze, combative, and was yelling." The patient's wife called the paramedics. Upon arrival, the patient obtained a blood glucose reading of "20 mg/dl" on the emt meter and was treated with IV glucose by the paramedic. The patient refused to be taken to the hospital, as he did not want to incur a "big bill" for medical expense. The patient felt better after he received medical treatment. The patient felt that had he been able to test on the subject meter on the day of concern, he could have prevented the alleged hypoglycemic episode. The patient's diabetes medical regimen was not changed immediately before or after the reported incident. The reported issue was not resolved during troubleshooting. This complaint is being reported because the patient claimed that he received medical intervention for a blood glucose reading of "20 mg/dl" after he was not able to obtain a blood glucose reading on the subject on the day of concern. Replacement products were sent to the patient.